Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: "por" events observed in black box on 8/26/2015. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad. "Audio bolus button" cover has a tear in the center. Bolus button is responsive. The pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. A test battery cap was used for all testing. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.